Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over an hour occurred on for transmitter with serial number (B)(4). However, transmitter with serial number (B)(4) was returned for evaluation. An external visual inspection was performed and passed. Transmitter voltage was performed and passed. Download/ pairing transmitter was performed and passed. A review of the bin file was performed and no data was found for serial number (B)(4) within the investigation window. The allegation was undetermined. A probable cause could not be determined as the allegation was not found. The reported event of signal loss over an hour is reportable based on probable cause. No injury or medical intervention was reported.